Event description:
A patient with pseudoexfoliative glaucoma reported undergoing cataract surgery with hydrus microstent implantation on (B)(6) 2022. At baseline, iop was 26mmhg (on 2 iop-lowering medications) and at 1-week post-operative visit, the iop was 13mmhg (unmedicated). The patient experienced an elevation in iop at the 1-month visit (B)(6) 2022 with an iop of 30mmhg. The surgeon presumed this elevation was secondary to a steroid response from predforte and there were no concerns about device positioning. Glaucoma medications were restarted and on subsequent exam (B)(6) 2022, iop was 21mmhg and exam was significant for inflammatory cells. The patient was treated for a possible trabeculitis with a further course of steroids.

Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Elevated iop and anterior uveitis are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. Device identifiers and were requested but were not available. Manufacturer reference #: (B)(4).

Event description:
The patient underwent combined cataract surgery with hydrus microstent implantation and was placed on a standard prednisolone taper following surgery. At baseline, the iop was 25-27 mmhg on 1 iop-lowering medication. At 1-week post-op, unmedicated iop was 12 mmhg with a quiet anterior chamber. At 1-month visit, the unmedicated iop was 34 mmhg with a "little cell" and "keratic" precipitates present. There were no atypical gonioscopy findings. Given the presence of inflammation after the initial steroid taper, the surgeon considered rebound inflammation and trabecular uveitic response as potential etiologies, and subsequently reintroduced steroid treatment. In early (B)(6)2022, inflammation had resolved with continued prednisolone treatment, and iop was 22 mmhg on 2 iop-lowering medications. The surgeon stated the cause of the inflammation was unknown as it may occur with cataract surgery alone (i.e., no hydrus implantation), and the unmedicated iop at the 1-week post-op visit was good; the surgeon did not believe the device caused the issues.